Event description:
A user facility reports that there was pt impact during cataract surgery and intraocular lens (iol) implant when a posterior chamber lens was inserted and then it was realized that an anterior chamber lens was needed.